Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical inc., (isi) quality engineering (qe) team re-evaluated the record. Following additional information was obtained: the probable root cause is attributed to damage during various handling points, including installation or use.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the insufflation port snapped of the universal seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a universal seal failure caused a loss of insufflation when the entire insufflation piece including the screw-on portion and the stopcock broke off from the universal seal. This failure led to reduced visualization for the surgical team, although the delay in the operation was less than 30 minutes and no tissue injury was reported. To troubleshoot and resolve the issue, the faulty universal seal was replaced with another one, which restored proper functioning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.